Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: two photos were received by our quality team for evaluation. From the photos, the team observed that the needle cap safety mechanism was separated and resulted in an exposed cannula. The tether foil was still intact with the needle cap. The second photo shows the incident description of how the healthcare worker was injured from the exposed needle. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the safety shield activation failure could be due to incorrect application of the product. The user could have held or pressed onto the white needle cap during needle withdrawal. This prevented the safety mechanism from activation and caused the tether foil to overstretch and resulted in the needle being pulled out from the needle cap safety mechanism. As no sample was returned, no further investigation can be performed. Therefore, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Based on the photo returned, the needle cap safety mechanism was separated and resulted in exposed needle. As no sample was returned, no further investigation can be performed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced safety mechanism failure. The product was involved with the device operator receiving a dirty needlestick injury. There has been no mention of medical intervention/testing administered as a result of the needlestick injury. The following information was provided by the initial reporter: I went to cannulate and obtain blood from a patient and put the cannula in with no issue, but as I retracted the needle from the cannula, I went to put my thumb over the end of the cannula to stop it from bleeding for a second and felt a stab in my left index finger. The plastic bit that shields the needle after retracting was down the side of the cannula was hanging off, so the needle was exposed and caused me to get a needlestick injury. The cannula was faulty. I removed my glove to find lots of blood. I encouraged a bit more bleeding than rinsed my finger under running water for a couple of minutes.

Manufacturer narrative:
The following fields have been updated due to corrected information: h.6. Imdrf annex a grid: a0510 retraction problem. The previous entry of a0411 should be considered void.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced safety mechanism failure. The product was involved with the device operator receiving a dirty needlestick injury. There has been no mention of medical intervention/testing administered as a result of the needlestick injury. The following information was provided by the initial reporter: I went to cannulate and obtain blood from a patient and put the cannula in with no issue, but as I retracted the needle from the cannula, I went to put my thumb over the end of the cannula to stop it from bleeding for a second and felt a stab in my left index finger. The plastic bit that shields the needle after retracting was down the side of the cannula was hanging off, so the needle was exposed and caused me to get a needlestick injury. The cannula was faulty. I removed my glove to find lots of blood. I encouraged a bit more bleeding than rinsed my finger under running water for a couple of minutes.